Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge battery pack) was confirmed. The cause for the reported problem was a non-functional charger pca. The root cause for the pca failure could not be positively identified. No adverse event resulted from the non-functional charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.